Event description:
Pt states that one week ago, scooter began "buzzing and clicking" when disengaged. Pt did not use scooter for several days after the buzzing and clicking incident, and now states that the "battery is dead." Pt states "unable to move", then states can move in home without scooter, but cannot leave home without it. Has notified store where she purchased device of problem, but does not know MFR.